Event description:
It was reported that a patient presented with dislodgement noted on the right atrial lead, which was confirmed with x-ray imaging. This resulted in low p wave sensing and high capture thresholds. During the revision process, the device set screw was unable to be tightened. The device was explanted and replaced on (B)(6) 2025 and the lead was repositioned during the same operation. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. Visual inspection of the device revealed atrial setscrews was in horizontal position due to being turning counterclockwise too far out during lead revision procedure, that caused the setscrew came off its setscrew port. Septum debris was also found in the atrial setscrews inset. After removing septum debris and re-installing the atrial setscrew, leads were able to be tightened without any issue. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
It was reported that a patient presented with dislodgement noted on the right atrial lead, which was confirmed with x-ray imaging. The physician alleged that the dislodgment of the lead was due to twidder's syndrome. This resulted in low p wave sensing and high capture thresholds. During the revision process, the device set screw was unable to be tightened. The device was explanted and replaced on (B)(6) 2025 and the lead was repositioned during the same operation. No adverse patient consequences were reported.